Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message for their ipg. Additionally, patient experienced ineffective therapy due to high and low impedances on the right l1 lead and high impedances on the other lead. As such, to address the issue surgical intervention took place on (B)(6) 2025 wherein the ipg was explanted and replaced. During explanting the l1 lead, it fractured, and a portion of the lead was left implanted (related manufacturer reference number:1627487-2025-02763). Impedances on other lead resolved replacing the ipg. Therapy was restored post op.